Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia of blood glucose value 409 mg/dl. The customer blood glucose value was 405 mg/dl at the time of incident and the current blood glucose level was 334 mg/dl. The customer was declined with troubleshooting for high blood glucose value. The customer was treated with manual injection for high blood glucose level. Customer also reported infusion set cannula was bent. The insulin pump will not be returned for analysis.